Manufacturer narrative:
The patient¿s driveline infection was previously reported under medwatch MFR report #2916596-2018-04301, medwatch MFR report #2916596-2018-05912, and medwatch MFR report #2916596-2018-05913. Approximate age of device - 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient underwent driveline revision procedure. The driveline exit site was changed to the right upper quadrant (ruq). The original driveline exit site was packed with iodophor dressing. On (B)(6) 2018, the patient had consult with infectious disease for wound care maintenance. There was persistent rash to the old and new driveline exit sites. Lotrisone was suggested. The patient was non-compliant with cream application two times per day and was instructed on proper use. Follow-up with infectious disease on (B)(6) 2018 found both old and new driveline sites had healed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a direct correlation to heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the hmii lvas patient handbook also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 for surgical revision with new driveline exit site (dles) and removal of unincorporated velour due to wound drainage and infection. On (B)(6) 20218 the patient underwent exploration and excisional debridement of driveline to intramuscular level of right rectus muscle. The new dles was changed to right upper quadrant (ruq) and the old exit site was packed with iodophor dressing. The nonincorporated driveline velour was removed and tefla wicks were placed. The patient was started on keflex. Surgical cultures came back positive for methicillin-susceptible staphylococcus aureus (mssa). Ove the course of post-op days 1-2, the patient had tefla wicks removed. The patient was bridged from heparin to coumadin until international normalized ratio (inr) was 2. The patient was discharged home on (B)(6) 2018. The patient had consult on (B)(6) 2018 with infectious disease for wound care maintenance. There was persistent rash to old and new site. Lotrisone was suggested. The patient was non-compliant with cream application two times per day and was instructed on proper use. Follow-up with infectious disease on 22aug2018 found both old and new driveline sites had healed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a direct correlation to heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The hmii lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the hmii lvas patient handbook also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.